Event description:
During a pci treatment procedure, the maverick2 monorail 20x3.5mm balloon ruptured at an unknown pressure. Details regarding the lesion being treated were not provided. The maverick2 monorail balloon was removed and the procedure was completed. No patient injuries or complications were reported. Patient status is reported as 'good.'